Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. The physician declined the analysis and plans on replacing the device soon. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. The physician declined the analysis and plans on replacing the device soon. The s-ICD remains in service. No adverse patient effects were reported.